Event description:
It was reported to medtronic neurosurgery that a patient's strata valve was explanted because it was overdraining at the highest pressure-level setting. It was also reported that the patient had a new strata implanted, her ventricles have reopened, and she is currently set at a pressure level setting of 2.5.

Manufacturer narrative:
The valve was patent. Proteinaceous debris was observed within the valve. It met requirements for the siphon test. It did not meet all of the requirements for the reflux, leakage, pressure-flow, and preimplantation tests. A puncture was observed on the top of the reservoir dome. It is unknown how or when the damage occurred. The instructions for use that accompany the device advise that injections or csf sampling through the valve dome should be performed with a 25-gauge or smaller noncoring needle. A review of manufacturing records showed no anomalies. (B)(4).